Event description:
During an incident involving a patient who was experiencing chest pains, this unit, attached with monitor pads, shut down. The unit was powered on again and it again shut down. The patient was transported to a hospital. The unit never gave audio or visual prompts. The patient was sweaty and diaphoretic. The customer was not sure the defibrillator ever had a good connection and got past the initial "check electrodes" message at power up.